Event description:
It was reported that there was an implantable neurostimulator (ins) overdischarge suspected. MRI guidelines were requested, and it was not related to the implant, it was needed for the shoulder. It was reported that there was no stimulation sensation and a shocking or jolting sensation. A couple of days prior, the patient tried charging and it didn¿t work. There had been no stimulation for one month and a shocking episode occurred one month prior. They were having problems with charging. The patient was having problems with it not charging, nothing was charging. The patient tried to charge 3 times a couple of days prior, the recharger was not working and showed a dead battery. It stopped working, and the last time the patient felt stimulation was about a month prior. Since stimulation the last couple of times and put stimulation got a quick shock. They let it charge up and used the stimulation and got a boost. The patient¿s daughter was having trouble concentrating the morning of the report and did charge one month prior and felt stimulation one month prior. The patient was getting the reposition antenna screen for three weeks. The patient was getting the poor communication screen on the patient programmer. The patient was in a possible overdischarge as she had not been getting stimulation and was not getting connection with the programmer or recharger. The device was not working. Someone fixed the patients ins the day of the report. They did not have any further details about what was not working with the ins. It was confirmed the MRI was not related to the device. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).